Event description:
A report was received that a patient will undergo an explant procedure due to discomfort. The patient reported not getting pain relief in her arms. In addition, the ipg is too close to the shoulder blade and neck causing the patient discomfort.

Manufacturer narrative:
The ipg passed visual, electrical and performance tests. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.

Event description:
A report was rec'd that a pt will undergo an explant procedure due to discomfort. The pt reported not getting pain relief in her arms. In addition, the ipg is too close to the shoulder blade and neck causing the pt discomfort.